Event description:
It was reported that there was a cut in the cord and there were wires exposed. The event occurred after surgery. There was no patient involvement. There was no harm or injury to the operator. This was not a new device. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Review of the most recent repair record determined the rpms were out of specification on the high end, the control bar was not in the correct position and calibration was in at all readings. The motor, eccentric shaft, plug harness, switch, spring seal, and other parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.